Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer noted that the scope worked when it was used with a different tower. Tac recommended using a different scope and cable to see if the issue resolved. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii video system center showed no image when connected to a 180 series scope and a maj-1430. There was no error code displayed. The customer reported no issues with 190 series scopes. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to defective dr board (printed circuit board). It was confirmed that a design change related to the dr board occurred on april 16, 2018. Therefore, this confirms that the subject device was manufactured prior to the design change. Olympus will continue to monitor field performance for this device.